Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in good condition. The investigator was unable to replicate the customer reported product problem. Other issues were also found and repaired on the device. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump lost its programming after the battery died. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Information was received on 21-apr-2020 indicating event date and patient information.